Event description:
The customer reported via phone call that the insulin pump alarmed failed self test. The customer's blood glucose was unknown. The customer explained that he had been receiving the alarm several times a day for a week. The customer was advised that the insulin pump needed to be replaced. The customer declined troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.